Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited unstable pace impedances with measurements in the bipolar configuration of greater than 3000 ohms, which is high out of range. There was also visible noise observed in both the bipolar and unipolar configurations. As a result, the rv lead was surgically abandoned and replaced with a different manufacturers lead. No additional adverse patient effects were reported.